Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "during preventive maintenance the pump does not detect when latch is closed. Suspect faulty door latch sensor" was confirmed through occlusion test. The probable cause was unknown. Replaced the latch lock, latch lever, and latch flex sensor. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿during preventive maintenance the pump does not detect when latch is closed. Suspect faulty door latch sensor¿; during device evaluation it was found a latch error in the event log/alarm history. There was no patient involvement.